Manufacturer narrative:
B2 outcomes attributed to adverse event, corrected data: initial report inadvertently left blank.

Event description:
Patient reported that the vns device has affected her hearing. The explant of the suspect device, generator, was already previously captured in MFR. Report #1644487-2012-01147 as well as the device undergoing product analysis. No other relevant information has been received to date.